Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power controller board was replaced to resolve the issue. No patient information provided to date after calls to customer 12/09/2022 and 12/12/2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in system shutdown and reboot at the beginning of a case. The unit was replaced and case began. There was no patient injury.